Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. Upon an attempt to inflate the balloon catheter, it was reported that the stent was observed to be dislodged and no longer on the balloon catheter. In response, the sds was withdrawn from the pt without complication. An attempt to advance another sds to the target lesion site was unsuccessful because resistance was encountered. It was reported that the resistance encountered was assumed to be the first stent which had embolized. In response, another balloon catheter was successfully utilized to lodge the stent against the vessel wall. There were no pt complications reported relative to this event.